Manufacturer narrative:
(B)(4), (B)(6), (B)(6), dialysis unit, reynosa manufacturing, fresenius medical(B)(4). Record review: no indication of the reported defect was found during a review of the device history record. Lot met all release criteria. Sample analysis: during the visual inspection of the returned sample a partial kink was found on the arterial line just below the red adaptor on the main line side. The kinked main line does not have the correct coiling, the main line below the pump segment connector was on a perpendicular position with one side of the bag and should be on a parallel position with one side of the bag. Results: the kink could be caused due to a wrong coiling of the arterial lin. Corrective action: the coiling fixture was modified and a new module #5770 was created for improvement to the coiling technique on the code 03-2622-9 expected date of implementation (B)(6) 2004. Also, for the series 03-2852-9 expected date of implementation is (B)(6) 2004. We will continue to monitor for trends.

Event description:
(B)(4) facility reported that during priming of the bloodline, a kink was noted in the post pump segment of the arterial line. Reportedly, the tubing was unable to run correctly due to this problem. There was no pt involvement. The sample is available for evaluation.